Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final line of the cassette leaked when it became disconnected from the final solution bag during drain three of six of peritoneal dialysis therapy on the homcechoice. The patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.